Manufacturer narrative:
Evaluation summary: the product was returned for analysis; the reported complaint could not be verified the optic is too damaged to conduct a check for the optical resolution or the diopter of the lens. The sample was returned in a specimen container floating in a clear watery solution. One haptic was bent, the optic has scratches and is torn/split (cut across the central optic zone). Product history records were reviewed and all documents indicate the product met release criteria. The root cause could not be determined for the combined poor vision issues and slight decentration. While we are unable to determine the root cause of the damage, our observation reasonably suggests that is not manufacturing related. Due to the condition of the returned sample, the damage is most likely related to customer handling. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was not received. (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, a patient experienced poor vision and slight lens decentration requiring an iol exchange. Additional information has been requested.